Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed, and the patient will continue to be monitored. The patient was in stable condition.